Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ lithium heparin tubes had issues with popping off the holders, underfilling, and hemolysis.

Manufacturer narrative:
Per customer email, there were no issues with the lithium heparin tubes. This event is non-reportable.

Event description:
It was reported that the unspecified bd lithium heparin tubes had issues with popping off the holders, underfilling, and hemolysis.